Event description:
Seven minutes after starting ultrafiltration dialysis, the rn noted bright blood at the bottom of the dialyzer. Treatment was immediately stopped, there was no adverse outcome for the pt. There were 2 minor blood leak events using this product within 2 years in addition to this major blood leak event. Our facility has decided to remove the product and not use it at the present time until the MFR completes a comprehensive product investigation.